Manufacturer narrative:
Event of the amplatz superstiff guidewire tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz superstiff guidewire was used during a retrograde ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to successfully insert the wire into the ureter. A catheter was fed over the wire and the wire was removed. During the removal, the coating of the guidewire was detached exposing the tip of the corewire. The procedure was completed with another of the amplatz superstiff guidewire. There were no patient complication due to this event.